Manufacturer narrative:
Trackwise ID (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
Related to 682890 the hospital reported that during preparation for an endoscopic vein harvesting procedure using a hemopro2 extension cable, after the harvester and circulator plugged everything in, the harvester began to harvest. When they attempted to activate the heat from the hemopro 2, it would not activate. The circulator double checked that all connections were on correctly and that harvester did the same on the other end. After attempting again still no energy. They opened up a new kit and a new cord. Once all the new stuff was connected the energy would activate and were able to complete the case with no issue. No procedural delay. No injury to the patient.

Event description:
N/a

Manufacturer narrative:
Trackwise#: (B)(4). The reported device is an OEM device, therefore, a lot history review was not applicable. A lot/serial number was not provided and the specific product lot/serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. The device was returned to the factory for evaluation on 09/23/2022. An investigation was conducted on 10/04/2022. A visual inspection was conducted. The cable was returned attached to the harvesting device. The harvesting device investigation is covered under 682890. Signs of clinical use and evidence of blood was observed. Both connectors were observed to be intact, no defects observed. A mechanical evaluation was conducted. The cable was able to removed from the harvesting device with no physical or visual difficulties observed. The cable was able to be connected to the adaptor with no physical or visual difficulties. The returned harvesting device was attached to the cable with no physical or visual difficulties observed. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference hemopro 2 evh tool, reference adapter and reference power supply set at level 3.0. The device passed the pre-cautery test. The power supply did emit an audible beeping sound and the evh reference tool did produce steam and heat. Based on the returned condition of the device and the results of the evaluation, the reported failure "failure to deliver energy" was not confirmed.